Event description:
It was reported that one case of catheter (7655405) rupture occurred on (B)(6) 2022. The catheter was placed on (B)(6) 2021 with 36 cm inserted internally. The catheter was maintained once every 7 days at outpatient or breast department of inpatient of the hospital. During maintenance at catheter maintenance outpatient on (B)(6) the catheter was found ruptured at scale of 30 cm and 30 cm of the catheter was retained in the patient. Chest radiography was conducted immediately, indicating that the internal ruptured portion moved to the pulmonary artery. On the same day, removal of foreign matter was conducted from the vessel at interventional department to remove the catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw1669 showed one other similar product complaint(s) from this lot number. Device not returned for evaluation.